Event description:
It was observed that during the laparoscope device evaluation, that the subject device had exhibited the camera cable unit plug of the video cable section is damaged and the fiber bonding in the outer tube area at distal end is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the camera cable unit. Plug of the video cable section is damaged. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.